Event description:
The pt was admitted to the hospital due to a subarachnoid hemorrhage (sah). Angiography showed a dissecting aneurysm at the posterior communication artery (pcom). The first stent was successfully implanted, though difficulty was experienced when the physician attempted to deliver the second stent over the same guidewire. The guidewire was exchanged for a different guidewire and the stent was successfully implanted. A microcatheter was advanced into the aneurysm to begin coiling, however, the aneurysm began to hemorrhage once again. The physician attempted to treat the hemorrhage with the use of protamine sulfate and mannitol (dosage unk) but was unable to control the bleeding. This lead to brainstem compression and cardiopulmonary arrest. The pt subsequently expired. The physician stated that the "recurrent hemorrhage is mainly caused by the pt's poor clinical conditions."

Manufacturer narrative:
Conclusion: anticipated procedural complication.the device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Death is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient was admitted to the hospital due to a subarachnoid hemorrhage (sah). Angiography showed a dissecting aneurysm at the posterior communication artery (pcom). The first stent was successfully implanted, though difficulty was experienced when the physician attempted to deliver the second stent over the same guidewire. The guidewire was exchanged for a different guidewire and the stent was successfully implanted. A microcatheter was advanced into the aneurysm to begin coiling; however, the aneurysm began to hemorrhage once again. The physician attempted to treat the hemorrhage with the use of protamine sulfate and mannitol (dosage unknown) but was unable to control the bleeding. This lead to brainstem compression and cardiopulmonary arrest. The patient subsequently expired. The physician stated that the ¿recurrent hemorrhage is mainly caused by the patient's poor clinical conditions¿.